Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 544 mg/dl. The customer was treated with bolus. The customer had symptoms such as thirsty. The customer reported that the insulin flow blocked alarm during basal. The customer was assisted customer in performing a 5.0 unit fill cannula and the insulin exited. The insulin pump will be returned for analysis.